Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 405 (mg/dl). Reportedly, customer believed that the bg levels were caused by antibiotics that they were taking for a wound infection. Customer declined to perform troubleshooting for the pump. Customer administered boluses and injections to treat bg level.